Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-3636-1 fibertak® (batch 15446327) was received for evaluation. Visual inspection identified that the tip of the inserter was bent. The sutures near the anchor were also frayed/torn. Functional testing could not be performed due to the damage observed on the inserter. The most likely cause of the reported failure is attributed to use-related factors, such as prying or leveraging the device with excessive force. The complaint allegation is confirmed. Refer to the investigation photos.

Event description:
It was reported that during the labral repair the anchor torn. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. 26-november-2025 majung - further information received from arthrex cz: the broken pieces were retrieved from the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.